Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient was just implanted today, and since today the patient has not noticed a difference in bladder symptoms and stated they may need more time. The caller clarified no difference in bladder change for the patient yet, so the patient is not getting a 50% reduction in symptoms. Reviewed therapy overview and post-op healing factors. The caller mentioned the patient has a bandage on their implant. The caller reported the patient "does and doesn't" feel stimulation. The caller clarified the patient is not feeling stimulation and stated they think it may be because the patient is still under anesthesia (agent unable to make out what else the caller said at this point in the call). The caller later stated that patient is feeling stimulation and stated patient is feeling stimulation in their leg. The caller stated that when they have an electric pulse, like a nerve feeling in their leg. The caller stated not feeling pinching or pain but stated it's like when you feel an electric pulse and your nerves kind of move with the electric pulse; that is what the patient is feeling. Agent reviewed stimulation overview and expectations, and caller confirmed patient is feeling stimulation in their bicycle seat area "in the back, not in the front," and patient feels stimulation as a tapping sensation. The caller stated the patient is also monitoring their bathroom movements to make sure they don't have pain and that it's working properly. The caller stated the patient's instructions on how to set up the external equipment are in spanish, as the patient speaks spanish, and the caller stated the patient was reading them to them, and the caller and patient were both confused. The caller requested assistance with how to use external devices. Agent reviewed general use of external devices and therapy overview. Reviewed healing factors related to connecting with the patient's implant.